Manufacturer narrative:
The returned device analysis confirmed the reported difficult to open or close (gripper actuation) and the reported broken gripper line. The l-lock tab was observed to be broken and the lock line was observed to be frayed. The broken gripper line was submitted for scanning electron microscope (sem) analysis to investigate the failure mode of the broken part of the gripper line. From this analysis, it appeared that the gripper broke in tensile shear producing elongated dimples and that the fracture exhibited secondary cracking/tearing on the stress side of the bend in the line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and the returned device analysis, a cause for the observed frayed lock line could not be determined. The observed broken l-lock tab was likely a consequence of shipping/handling/transport conditions as the user saw no damage to the l-lock tab during and after the procedure. The observed gripper actuation issue appears to be related to the broken gripper line and appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), one of the gripper arms did not raise. The gripper line appeared to be broken. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.